Event description:
It was reported that the patient experienced extravasation during a procedure. There was a delay in the procedure, but the procedure was completed successfully.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: insufflator received with house gas connector. The warranty seal was unbroken. The calibration sticker on the back of the unit indicates it is not overdue for calibration because the due date was may, 2015. Physical damage observed on the chassis cover, bottom chassis, and hpu area. All pcba¿s were undamaged, and all cables were properly seated. Functional inspection: testing was performed to replicate the complaint and is mentioned below. The insufflator underwent 20 power cycles. Per each power cycle, the insufflator performed a device check (verifies proper function of electronics, sensors, and valves). No error messages or issues were observed during testing. Customer settings used for burn-in test. The insufflator underwent a ¿burn-in¿ test in which it was connected to a gas bottle that had a compressed gas regulator connected in order to convert it to house gas pressure. After the bottle was opened, the console was left running for 72 hrs. A tube set that is connected to a dummy lap fixture was inserted into the insufflator, and was run with a set pressure of 22 mm hg while in high flow insufflation in order to check for pressure issues. The insufflator completed this test with no issues observed. A tube set that was connected to a dummy lap fixture was inserted into the insufflator with a pressure sensor transducer connected. Also, a gas bottle was connected to the insufflator and opened. The insufflator was then run with a set pressure of 10 mm hg, 20 mm hg, and 30 mm hg while in veress insufflation. In addition, dummy lap depressions were applied in order to verify if the overpressure alarm would sound. The overpressure alarm sounded. When the dummy lap depressions were stopped, the insufflator was then able to revert to the set pressures of about +/- 2 mm hg (which is an acceptable tolerance when running in veress insufflation). While in high flow insufflation and with the same set pressures as previously mentioned, dummy lap depressions were also applied in order to verify if the overpressure alarm would sound as well as trigger the venting valve. While maintaining dummy lap depressions, the overpressure alarm sounded, and the venting valve triggered which vented the excess pressure back to the set pressures of about +/- 2 mm hg (which is an acceptable tolerance when running in high flow insufflation). Based on the testing performed, the insufflator functioned properly without any incident. Although the customer complaint was not reproduced, physical damage was observed on the insufflator. This may cause sensor drifts or valve errors, which can result in nonconforming behavior including, but not limited to, the cessation of gas flow. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient experienced extravasation during a procedure. There was a delay in the procedure, but the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.